Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. On examination of the returned complaint unit, it was found that the tyvek ¿lift here tab¿ had ripped and was no longer present. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review was completed of the device history record (DHR) product code 150410107, work order (B)(4) was manufactured on 24-january-2022. All raw materials met specification. 12 parts were manufactured to specification. Scrap: there was no scrap associated with this lot. Device history batch a manufacturing record evaluation was performed and there were 7 non-conformances associated with this lot and none of them were related to the reported condition. Nr-0186118- this non-conformance was opened to further investigate complaints . (B)(4)(this complaint) will be investigated under this nr also.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1, h3, h8

Event description:
It was reported that sterile implant would not release from packaging when circulator was passing to the scrub tech. There was no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.